Event description:
After a few weeks, the therapy was interrupted. X-ray showed the catheter was cut 0.5 cm distal to the pump connector. The surgeon cut the catheter at this point. A short, 2cm was 'marked'. The catheter was reconnected and therapy was continued successfully.

Manufacturer narrative:
(B) (4). The catheter was returned to the manufacturer for analysis which is not complete as to the date of this report. A follow-up report will be sent when the analysis is complete.